Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A short neck was noted. It was reported on an unknown date in 2018, CT identified a type ia endoleak. Intervention was completed where an endurant aortic cuff was implanted to extend to the lowest renal artery and ballooning performed in the main body and cuff. An angiogram was run and a type ia endoleak was observed. The physician elected to implant 10 helix-fx endoanchors at the proximal portion of the cuff. A final angiogram was taken and there was still a type ia endoleak seen. At this time the physician opted to end the procedure. Per the physician the cause of the event is anatomy related with possible neck dilatation due to disease progression. No additional clinical sequelae were reported and the patient will be monitored. Per the physician the cause of the event is anatomy related with possible neck dilatation due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
It was reported that the patients one month follow up CT scan showed the type I endoleak was still present. No additional clinical sequelae were reported and the patient will be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received - it was reported that intervention was carried out by open surgery, the endurant graft was explanted and a surgical graft was then implanted with patient status reported as good. If information is provided in the future, a supplemental report will be issued.